Manufacturer narrative:
Manufacturing records were reviewed and found no deviations, non-conformances, or other manufacturing issues related to the reported event. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens was explanted due to visual disturbances. During the surgery to explant the lens, a capsular tear occurred and an anterior vitrectomy was performed. Postoperatively, the patient reported that their symptoms had improved but were not completely resolved. No additional information is available.